Event description:
The customer reported it was identified the rod was dislodged, therefore a revision surgery was scheduled. During the revision surgery they identified the plug was hanging on by one thread and the upper three plugs were also very loose. The surgeon had to replace one screw because it had loosened as well; the customer states probably due to tremors.

Manufacturer narrative:
A visual inspection of the returned device shows that the extra tabs designed to be broke have been snapped off in what appears to be the correct manor. There are marks along the outside of the seat of the screw. The threading of the seat on one side only appears to be damaged in a manor consistent of cross threading. Also, the screw has very little mobility in the seat of the assembly (most likely due to the fact that the screw had been implanted in the patient and had remained in the patient for an extended period of time). A conforming plug was threaded into the seat of the screw and it was loose in the screw threading. The internal and outer distance of the gap in the seat was measured using calipers along multiple points of the screw seat and the dimensions were found to be within drawing specifications. Review of device history records show that lot released with no recorded anomaly or deviation. Based on the available information is not possible to definitely determine a root cause for the reported failure however there are a few potential root causes that may have contributed to this event. It is likely that the root cause for the reported event is either improper final torquing or skipping this step altogether, and/or cross threading of screw and plug. Supplemental report two of two for the same event, see also 2242816-2015-00010-1.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of two for the same event.